Manufacturer narrative:
Due to further investigation, the evaluation has been updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making an unusual noise due to worn out bearings. It was determined that this worn out bearings can cause heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot; it was further stated that the device was brought in from the operating room to sterilization, but there was no additional information regarding how the event was discovered in relation to a surgical procedure. It was unknown if there was any delay to a planned surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.